Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. We did receive performance data collected from the device and have analyzed the data. The time of recommended replacement time (rrt) in the save to disk was on (B)(4)-2011, device rrt<=2.6251 volt. Weekly battery voltage log data shows min bat=2.632 to 2.618 volts minimum between (B)(4)-2011. One patient alert for low battery voltage occurred on (B)(4)-2011 02:15:00.

Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected. It was also reported that the left ventricular (lv) lead has high pacing thresholds. The device was removed and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.